Event description:
X-rays allegedly indicate taper is broken. Revision surgery performed.

Manufacturer narrative:
Conclusion statement: device failure occurred and was related to the event. Product was manufactured and sold by dow corning wright, who assets were purchased by wright medical technology, inc.